Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, it is continuously alarming vent inop, motor fault, low pip, low ve, xdcr fault. The customer stated there was no patient involvement associated with this event.